Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with a slow ventricular tachycardia (vt) and had to be externally rescued to cardiovert the arrhythmia. The implantable cardioverter defibrillator (ICD) was inappropriately characterizing the vt and withheld therapy. The ICD was reprogrammed, remains in use and continues to be monitored. It was further reported that the right ventricular (rv) lead has high thresholds. The lead was reprogrammed; however, the high thresholds still remains. The rv lead remains in use and continues to be monitored. No further patient complications have been reported as a result of this event.